Manufacturer narrative:
The reported event, for bur breakage, was not confirmed, as the bur was not returned for evaluation. As a result a cause for the bur breakage could not be determined in this case.

Event description:
It was reported that during testing, the bur chattered. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing, the bur chattered. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.